Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump had motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement functioned properly.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 279 mg/dl at the time of incident. The customer performed displacement test and the insulin pump failed. The insulin pump was returned for analysis.